Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was not performed for this procedure: there was insufficient or unconfirmed product event information. This event is being reported due to the following conclusion: during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient experienced an unspecified, 'minimally increased blood loss' due to the 30-degree endoscope plus experiencing image inversion that occurred once during the procedure. The endoscope moved with unintuitive movements with reversed control of the endoscope despite correct alignment and installation. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the patient experienced an unspecified, 'minimally increased blood loss' due to the 30-degree endoscope plus experiencing image inversion. The issue occurred once during the procedure. The endoscope moved with unintuitive movements with reversed control of the endoscope despite correct alignment and installation. The endoscope did not move freely. Per the surgeon, there was a prolongation of the procedure by 15 minutes, but no lasting harm. Transfusion was not necessary.